Event description:
The account generated a negative architect (B)(6) result on a patient specimen that repeated architect (B)(6) reactive. On (B)(6) 2010, the patient tested architect (B)(6) reactive (7.36 s/co), (B)(6). A new specimen was collected on (b)(5) 2010 and tested architect (B)(6) negative (0.56 s/co). The specimens from (B)(6) 2010, (B)(6) 2010 and parent specimen were repeated with reactive results (7.64, 7.23, 7.8 s/co). The account is unsure if the negative or reactive architect (B)(6) result is correct. No additional anti-hbc testing was performed. The negative architect (B)(6) result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbc, list 7c17, that has a similar us product distributed in the us, architect core, list 6l22. An investigation is in process. A follow-up report will be submitted when the investigation is complete.